Event description:
While the unit was in use on a pt the unit intermittently displayed vertical lines on the screen. The pt was switched to another unit and therapy was continued. No pt injury was reported.